Event description:
A customer in france notified biomérieux of observing an instrument issue with vidas 3, ref. 412590, serial number (B)(4) leading to false under-estimated toxo avidity result and false positive hiv p24 result. In fact, the customer noticed that they've been getting false positive results, regardless of the assay they ran and always in position a2. Therefore, as a precautionary measure, they performed a retrospective analysis of all patient samples run in position a2 from 01-feb-2022 until 14-mar-2022 (date of field application specialist¿s intervention at customer site). 43 samples were tested in position a2 during this period, for the samples which were retested, there was change in interpretation of the results in the following assays: vidas toxo igg avidity 30tests (ref. 30222). O initial result in a2 position on 09-feb-2022 : 0.143 (weak avidity). O retest result in d2 position on 11-feb-2022 : 0.208 (intermediate avidity). Vidas hiv p24 ii 30tests (ref. 30117). O initial result in a2 position on 03-mar-2022 : 8,7 pg/ml (positive). O retest result in a1 position on 07-mar-2022 : < 3 pg/ml (negative). The assays were tested on two different samples. There was no impact on the patients or patient treatment since alternative methods were used for testing. A biomérieux internal investigation was opened.

Manufacturer narrative:
An internal investigation was performed following a notification from a customer in france that they obtained recurrent false positive results on several assays on position a2 of vidas 3 ref. 412590, serial number (B)(6). Investigation results: the defective pump (ref 6201417- (B)(6) ) was shipped to manufacturing site for investigation. The following actions were taken: replacement of the pump on the instrument and qualification of instrument. Retrospective analysis on position a2. Defective pump shipped to manufacturing site for investigation. Retrospective analysis: a retrospective analysis of all patient samples run in position a2 from 01-feb-2022 until 14-mar-2022 (date of fse¿s intervention to replace the pump) was performed. A total of 43 samples were tested in position a2 during this period: vidas anti-hev igm (hevm) 30t (B)(4): from the 10 runs, 1 has been retested without change of interpretation. Vidas toxo igg avidity 30tests (B)(4): from the 14 runs, 10 have been retested with one result giving a change of interpretation on (B)(6) 2022 (initial result = low / retested result = intermediate). Vidas hiv p24 ii 30tests (B)(4): from the 16 runs, 1 has been retested with a change of interpretation (initial result = positive / retested result = negative). There was no impact on patients since alternative methods were used for testing every time. Investigation: the pump (B)(6) was installed on biomérieux's test bench to be tested according to the internal protocol. The test results and the analysis of the pump components has confirmed that the channel 2 of pump had a micro-leakage due to a component not ensuring the complete tightness of the cylinder during the pump piston displacement, while channel 1 and 3 were conform. Corrective action: vidas 3 instrument is equipped with a pump sensor system designed to trigger an error in case of pump leakages. In very rare cases, leakages are too small to be detected by the pressure sensor and could lead to false results as observed on the customer's system. This risk is known and documented in the risk analysis file of vidas 3 instrument. Its probability of occurrence is estimated as ¿improbable¿ (probability of occurrence lower than 1/10000) and the final risk is leveled as irrelevant. As part of post-market surveillance, the risk file is reviewed annually to integrate the data from technical complaints in the field. The current risk analysis file was evaluated for update. The claim leading to this investigation is the only occurrence of this problem since last post-market surveillance. Therefore, the occurrence of problem does not change the initial evaluation of the risk, and no corrective action is required. Conclusion: the analysis performed on the defective pump by biomérieux's support team has confirmed the presence of a micro-leakage on the channel 2 of the pump. The leakage was too small to be detected by the pump sensors, leading to false results for some of the assays tested on this channel of the pumps. This event was integrated to the risk analysis for this system. This problem was solved on customer's site by replacing the pump.